Event description:
Pt revised to address loose tibial tray caused by implant/cement mantle. Cement manufactured by others.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening, however, provided info indicates the poor cement fixation was a contributing factor. The cement was not of depuy origin. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.